Event description:
It was reported that dilator damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon opening the sheath packaging and removing the sheath and dilator, the dilator was noted to have a shaving attached to it. The shaving was pulled off by the scrub tech, however, there was damaged noted to the dilator. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The faradrive sheath was returned with its native dilator still inserted, resulting in the removal of the dilator for further analysis. Functional evaluation of the sheath found the device unable to achieve and maintain deflection, as the steering knob could not be rotated with minimal force. An attempt to evaluate the sheath and its native dilator's compatibility observed a smooth interface with minimal resistance. Inspection of the dilator confirmed the damage on the side of the distal tip. The tip of the dilator did not have any abnormalities or defects. Examination of the friction gasket found the component to be adhered to the shaft of the sheath and the distal surface of the screw component, which restricted the movement of the steering knob when it engages onto the gasket. This defect contributed to the failure to engage deflection during functional testing. Based on the information provided in the complaint summary, the dilator was damaged upon opening of the device packaging.

Event description:
It was reported that dilator damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon opening the sheath packaging and removing the sheath and dilator, the dilator was noted to have a shaving attached to it. The shaving was pulled off by the scrub tech, however, there was damaged noted to the dilator. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.